Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b4, b5, d2, d4, d6, d9, g1, g3, g6, h1, h2, h6. D4: attempts have been made to gather all product identification information, and no further information has been provided. The complaint was not confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee revision approximately 2 years and 5 months post-implantation during which the polyethylene insert was upsized and the patella was resurfaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a knee persona mc poly revision surgery due unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.